Manufacturer narrative:
Sections d4 and d9 were updated. Two unopened boxes of strips were provided for investigation. After opening the boxes, the strip vials, desiccants, and vial caps were inspected and were acceptable in appearance. The returned meter and strips were tested using glycolyzed blood. All testing with the returned strips produced acceptable results, and no strip defects were observed. The investigation of the returned meter and test strips did not identify a product problem.

Event description:
The reporter complained of questionable glucose results for 1 patient tested on an accu-chek inform ii meter. It was alleged that the meter results were: at 6:11 pm: 65 mg/dl. At 9:44 pm: 61 mg/dl. At 10:31 pm: 59 mg/dl. It was alleged that at 10:44 pm, the patient reportedly received a vial of 33% glucose solution intravenously based on the above results. Afterwards, the meter results were alleged to be: at 11:00 pm: 51 mg/dl. At 11:23 pm: 64 mg/dl. Reportedly, at 11:38 pm, the laboratory result was 590 mg/dl. It was alleged that on (B)(6) 2025, at 12:25 am, the meter result was 65 mg/dl, and at 01:19 am, the patient began an intravenous hydration therapy and basal bolus insulin. Based on the provided results, it was alleged that the inform ii meter might have reportedly contributed to the patient receiving an incorrect therapy. Reportedly, the patient returned to their usual blood sugar levels after the event and did not have any permanent harm or injury.

Manufacturer narrative:
The accu-chek inform ii meter serial number was (B)(6). The reporter mentioned that qc was performed on the day of the event, and it was reportedly acceptable. The meter and strips were requested for investigation. The meter was received for investigation on 28-jul-2025, while the strips have not been received at this time. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The investigation is ongoing.